Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarm. The customer blood glucose level was unknown. Customer stated that the insulin pump screen did not turned off. Customer also reported insulin pump receive failed battery alarm. Customer stated contacts are not missing nor damaged or corroded also neither compartment nor spring are damaged or corroded. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. Device was monitored and functioning properly. No trace pointers are invalid no failed battery alarm and no frozen screen during testing.